Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united kingdom alleged discrepant results for one patient using the cobas® sars-cov-2 & influenza a/b test assay for use on the cobas® liat® system. The alleged sample initially generated sars-cov-2 positive and influenza a/b negative results. A new sample was collected and tested using competitor platforms (ausdiagnostics pcr assay and genexpert) and the results were negative. The positive result was reported and no harm was alleged. An investigation was conducted to evaluate the customer¿s allegation. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
The observed discrepancy is most likely due to the sample being a weak positive for the sars-cov-2 target that is at/near the limit of detection (lod) of the assay. Very low viral load specimens that are near the assay lod may not generate consistent results upon repeat testing according to expected statistical variances in detection. A result discrepancy may be expected between assays due to potential differences in the tests¿ limits of detection (lod) and intended use. A review of the provided data indicated that the alleged sample is a low titer sample. This would explain why wavering results were generated when the sample was repeated. This is a sample-specific issue and the reagent is performing as intended. The customer is also using virocult 1.5ml collection media which is off-label. Using an off-label collection kit in which the volume of collection media is not identical to the on-label collection kit (3ml) can affect the performance of the assay. Initial reporter facility name is (B)(6).